Manufacturer narrative:
The following devices were also listed in this report: restoration (tm) adm. Cup w/ha; cat#1235-2-521; lot#g3114281. 28mm std lfit v40 head; cat#6260-9-128; lot#37996806. Accolade 132 size 4.5; cat#6020-4535; lot#35072001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This patient is a subject in stryker adm x3 acetabular system study. At the subject's 7-year follow up visit, she reports she has l1 back pain when she sits. She is overall satisfied with the results of her hip replacement.